Event description:
There were a few true out-of-range measurements of 190 ohms during the weeks of (B)(6) 2024, on the lead trend history so it is suggested to consider monitoring the lead's function closely for any changes in sensing or capture. Pt with known ra lead impedance to 190 ohms, red alert will go off every so many weeks on website until pt comes to clinic to clear. Possible high lv threshold on (B)(6) 2024. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).